Event description:
The facility had indicated that the pt had a pre-existing condition of weak zonules that led to intraocular lens dislocation during surgical manipulation. The lens was successfully implanted but the capsule tore due to manipulation of the lens, and not secondary to the device. The lens would not sit properly requiring removal, and an anterior vitrectomy was performed.